Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a nephrectomy, in order to occlude a vessel during the procedure. After initially firing once or twice with no problem an issue presented itself where by the device would not close and jammed in position. Despite best efforts to dislodge the clip to try and re-engage the device the handle would not move. A new device was used to complete the case. There was no patient injury.